Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6)2024, it was reported by an arthrex subsidiary employee via (B)(4) that 2 ar-8400pr powerrasps motor smelt burnt and the connector was damaged during removal. This was discovered during a case. This case was completed by using another product of competing companies. No patient harms.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion.